Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported stent dislodgement prior to use appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that prior to the procedure, a 4.0x15mm rx vision was successfully removed from the hoop coil; however, when the protective sheath was removed from the balloon, the stent dislodged and remained inside the sheath. There was no difficulty removing the sheath and the device was not used in the patient. The procedure was successfully completed with an unspecified device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.